Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hyperglycemia on (B)(6) 2026 while wearing the pod between 24 and 36 hours. When the pod was removed, leakage from the pod was noted. The patient¿s blood glucose levels were not reported. Symptoms reported included vomiting, weakness, elevated levels of ketones in urine, and lightheadedness. Treatment during hospitalization included electrolytes, intravenous (IV) saline and magnesium. The patient was discharged the same day.